Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had an infection occur soon after the generator replacement. The generator had been initially placed on the left side, but due to the infection was repositioned to the right side. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.